Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for fecal incontinence/gastrointestinal and pelvic floor it was reported that patient target bowel incontinence returned and noting that she was having more incontinence. Patient amplitude was up to 3.2v and it seems to have help a little. Patient also reported that sometimes the implant is very positional and that when they use program 2 the stimulation felt different when in different positions and has been like that since implant. Patient is no longer in program 2 . No further complications were noted or anticipated.